Manufacturer narrative:
The device was implanted in the patient and not returned to the manufacturer for evaluation. Procedural or medical imaging was not provided. Without the return and physical evaluation of the device, the investigation is unable to determine if a condition existed that would have caused or contributed to the reported event. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
It was reported that during a procedure the coil did not release. A second controller of a different lot was used; however, the same failure was experienced. It was reported that standard technical recommendations were followed, including moistening the gold tip of the coil and rotating the controller to facilitate release. Despite these efforts, the audible release signal was not heard on any attempt, and the indicator light changed from green to orange without confirming deployment. It was reported that under fluoroscopic guidance, the coil was confirmed not to have released. The physician proceeded to remove the system, and through counter-traction, the coil detached while remaining within the microcatheter. The coil was then positioned within the aneurysm using advancement maneuvers with the pusher, where it was ultimately implanted. There was no patient injury. It is indicated that the patient was in good clinical condition.